Event description:
The customer called to report 2 false positives for 2 separate patients both with the same lot #. Both patients got positive results when tested with lot # p21179-007, both patients went to other facilities on the same day and received negative results. They then both came back to the original facility and were retested and both got negative results with the same lot # as tested with before. Both patients were asymptomatic. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.